Event description:
An endurant ii stent graft system was implanted in the patient during an endovascular treatment an abdominal aortic aneurysm. Coverage was extended past the left internal iliac artery. It was reported that, approximately two years and eight months post index procedure, the patient presented emergently with a rupture in the left common iliac artery due to the distal type I endoleak. The physician elected to convert the patient to an open repair and the event was resolved. Per the physician, the cause of the event could not be conclusively determined but may have been due to an incomplete occlusion of the left internal iliac artery during the index procedure. An incomplete occlusion of the internal iliac artery may have led to a slow distal type I endoleak and loss of seal of the endurant stent graft and expansion of the common iliac artery resulting in the aneurysm rupture. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.